Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
It was identified that during a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a thrombus occurred. This was identified during an angiographic image review following the procedure. The procedure was completed with no adverse events reported.

Event description:
During routine protocol required angiographic analysis by the trial core lab, slow flow, vessel spasm and type b dissection was noted after use of the orbital atherectomy device. The final angiographic morphology had no observation of slow flow, dissection, or spasm with a timi flow of 3. No adverse events or angiographic complications related to these events were reported by the treating physician.

Manufacturer narrative:
Adverse event problem: no patient code available - vessel spasm, slow flow. In good faith, please note that due to a vendor system batch processing error, the individuals responsible for regulatory reporting at csi were not notified of this event, resulting in submission of this report outside of the 30 day due date. The vendor has identified the root cause of this error and corrective actions are being implemented. The reported device was not returned as there was no adverse event identified by the treating physician and the device was discarded per the hospital's procedures.  While inconclusive, there was no evidence that the visual observation of vessel spasm, slow flow or dssection was the result of the use orbital atherectomy device or that it caused or contributed to an adverse event for this patient. Csi ID# (B)(4).

Event description:
The observed thrombus was located at stent. No thrombus was observed on angiography.

Manufacturer narrative:
Per physician review, this observation of thrombus was not associated with any adverse event to the patient and was a subclinical finding associated with the intravascular imaging core lab analysis required as part of a clinical trial. Based on this review, the thrombus which was observed following this procedure no longer meets the definition of a reportable serious injury. Csi ID (B)(4).